Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that the universal zimmer reamer attachment 250 rpm made an audible grinding noise when used. Some of the parts had metal shavings that came from them while in use. Add'l clinical f/u with the customer indicated that the attachment was noted to have been noisy with what appeared to be minuscule "sparkling" particulate on the attachment when the device was visualized under the operating room. Overhead lights. There were no particulates visualized in the surgical site and/or field. The procedure was completed with an alternate power set. There was no harm, delay, or medical/surgical intervention reported.